Event description:
The reported under infusion occurred, because the pump exhibited a no disposable attached alarm.

Event description:
Information was received indicating that a smiths medical pump was alarming and the screen was reading no disposable clamp tubing. 5-fu was being administered and the residual volume is 31.4 ml when the pump stopped. No corrective measures were able to resolve the issue. There were no reported adverse events.